Event description:
It was reported that pump battery did not charge despite use of confirmed working wall outlet, tandem wall adapter, and tandem charging cable, and pump showed power source alerts while charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer was advised to use manual injections if pump battery depleted before issue was resolved, and technical support arranged shipment of replacement charging cable and wall adapter. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.